Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels was 320 mg/dl at the time of incident and current blood glucose level was 420 mg/dl. The customer provide details on symptoms related to the high blood glucose level episodes such as metallic taste and dry mouth. Customer was treated with insulin pump and manual injection. Customer stated that they alleging insulin pump was under delivery. Customer stated that the drive support cap was normal. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed displacement test and the test results was no reservoir alarm. Customer wishes to performed high pressure test. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed for high blood glucose level and under delivery. The insulin pump and reservoir will not be returned for analysis.